Event description:
As reported for this event by the customer, one of the grey connectors of the device was broken, being pushed in. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The repair of this device was performed as part of the one year preventive maintenance of the device performed for the facility by olympus field service engineer (fse). Fse went on site and replaced the grey connector. Fse also performed the device preventative maintenance per original equipment manufacturer instructions. Fse completed performance test and electrical safety checks. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. The cause of the reported event cannot be conclusively determined. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor field performance for this device.